Event description:
It was reported that the tip detachment occurred. A boston scientific wire was used for treatment. However, during the procedure, the tip of the wire broke off and lodged distal of the artery. The procedure was completed successfully. The patient was admitted for observation and fully recovered.